Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cts45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the physician reported that after put stapler on tissue and fired it any staples cut tissue. According to our sales representative who checked the device after this situation and device work correctly it could be the physician issue. No consequences for the patient reported. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event: did the device cut a complete cut line? Did the device fire any staples? If so was the staple line complete? Were the staples in the proper b form shape?